Manufacturer narrative:
On (B)(6) 2016, the customer met with a tandem clinical diabetes specialist and the customer was to revert to using insulin injections to manage diabetes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s md/dl). The customer ended call with tandem technical support before additional information was retrieved.